Event description:
A medtronic representative reported that, while in a spine procedure, the projection of the instrument in the spine software was not displaying properly. The trajectory views seemed to display correctly, however, the axial view did not. The projection was turned off and then back on to attain the proper behavior. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made unavailable from the site. Medtronic representative performed a navigation system check-out. A medtronic representative, following-up at the site, reported the projection was active (1mm diameter, 50mm length) but it was not displayed. Testing results not yet available.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.